Event description:
Triathlon knee tibial insert that was implanted and then explanted after the surgeon noticed some small indents/scratches along the anterior lip of the insert after he impacted the insert. The surgery was not extended. There was another consignment implant with the same reference number and a different lot number available for immediate implantation.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.